Event description:
While priming the heart-lung machine, I noticed that the cardioplegia circuit did not get as cold as it normally does when priming. To troubleshoot this, I switched heater coolers and continued circulating. I also tested the temp probe on external surfaces. The cardioplegia circuit never dipped below 8 degrees c, or developed cold condensation, so out of an abundance of caution, I removed it before the patient entered the room and used an alternative system to deliver cardioplegia. After the case, I rebuilt the circuit and primed it. The new cardioplegia circuit cooled to the expected temperature. ---vanguard [redacted].